Event description:
It was reported that during interrogation, the pacemaker was found to have had an electrical reset. The patient reported that he had an MRI and some other unknown testing while in (B)(6). The device's parameters were reset and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.